Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was on a fatal error state. A field service engineer initially suspected the issue was with the communication sled and replaced it but saw no improvement. Further investigation revealed a bloated database on the station, which had triggered a fatal error notice. The engineer updated and configured remote smart service (rss) and the component manager, successfully remoted into the station, and re-synchronized the device and updated eset antivirus. These actions helped restore the station to normal operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower the station was on fatal error. The customer reported that there was a delay as the user managed to get medication from the pharmacy. There were no adverse events or injuries reported based on this event.